Manufacturer narrative:
Additional info: (names/email), (phone/fax), evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted no abnormalities. The single use loading unit (sulu) was received with a full complement of staples and the interlock was engaged. No damage was noted to the knife blade. The sulu was reset and loaded into a test device. The test device and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during general surgery for correction of drilling in the right colon procedure. The stapling device was being used form the clamping of the right colon. The patient had a right colon perforation. User stapler and reloads, but the load was defective and did not fire the staples. The black pusher thumb piece could be moved by the staples did not deploy. In order to resolve the issue and complete the case, opened another reload which worked normally. There was no unanticipated tissue loss or tissue damage. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.